Manufacturer narrative:
A siemens field service engineer (fse) went on site and performed a total service call. The probes were calibrated, the fluidics were verified and the cuvettes in the ring were inspected. No cause for the discordant result was identified. The fse tested quality control material and the results were in range. Preanalytical factors cannot be ruled out. Preanalytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false results, we cannot rule out preanalytic factors leading to fibrin interference as the causative agent. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an elevated advia centaur cp troponin-ultra (tni-ultra) result that did not match an earlier result. The result was not reproducible upon repeat testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp tni-ultra result.